Event description:
Customer plugged the heating pad into an extension cord and left it heating in her bedroom on her recliner chair. When she returned, the pad was in flames and smoke filled the bedroom. She called the fire department. The damage was only to the heating pad itself and smoke odor in the room. There was no bodily injury.

Manufacturer narrative:
The heating pad was used in an abnormal or abusive manner. When received by manufacturer the heating pad was not flat and was folded and scrunched. The fold marks were permanent indicating that it was used in a compromised position while heating. The ib states that the unit is not to be folded and is to be draped on top of the area to be treated. The folding and scrunching caused the wires of the pad to move internally and were no longer controlled by the thermostats. An over-heat condition was caused over time. Consumer misuse caused the event.

Event description:
Additional information: consumer plugged the heating pad into an extension cord and left it heating in her bedroom on her recliner chair. When she returned the pad was in...